Event description:
It was reported that 250 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedue, the target lesion was located in the proximal right coronary artery (rca). A pre-intervention stenosis of 80% was reported. A 2.5x12mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received intra coronary nitro- glycerin, angiomax, and integrilin during the procedure. The lesion was noted to be non-calcified and the vessel non-tortuous. It was reported that there were "no complications." The patient presented 250 days after the initial procedure with an acute inferior myocardial infarction and a 100% thrombotic occlusion of the proximal rca. The patient reportedly had discontinued plavix two weeks prior. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.0x15mm maverick2 balloon. A 2.75x16mm taxus liberte stent was deployed in the region of the lesion and overlapped with a 2.75x15mm multi-link vision bare metal stent. A post-intervention residual stenosis of 0% was reported. The patient after the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is not known, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.